Manufacturer narrative:
A review of the device history records was performed and no similar concerns were found. A visual review of returned product from the customer was performed and the ptfe coating was noted to be faded or non-existent on the guidewire. The exact root cause is unable to be determined, but a possible cause is that the coating process did not adequately coat the wire. Subsequently, the inspection process did not identify the issue. The operating procedure has since been updated to clarify the inspection and acceptance requirements. The operators were trained to the updated procedure and inspection clarifications.

Event description:
The ptfe coating seems to be ¿falling off/fading/losing color¿ from the guidewires.